Manufacturer narrative:
B3: event date is estimated.

Event description:
It was reported that the patient's lead had high impedances. Surgical intervention was undertaken, and the lead was explanted and replaced.

Manufacturer narrative:
The reported event of high impedances on electrode #6. Was confirmed. As received, x-ray analysis found the broken wire in a lead. The reason for the event remains unknown.